Manufacturer narrative:
The reported events of no inductive telemetry and no output were confirmed. Premature battery depletion was not confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. The device was cut open to enable further testing and the battery was found in normal range. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the patient presented in clinic complaining of feeling unwell. It was found that the patient's pacemaker was not producing low voltage output, resulting in patient arrhythmia. The patient's pacemaker was unable to be interrogated in clinic. It was suspected that the patient's pacemaker exhibited premature depletion. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.